Manufacturer narrative:
The analysis of the lead showed signs of abrasion at several sites. In the distal region of the lead, the insulation was damaged by fraying. This damage can with high probability be regarded as the cause for the observed artifacts in the ventricular channel. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead. X-ray images or diagnostic images of any other kind that could provide information on the spatial relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 28 months, rv oversensing was reported during a revision for a system exchange . The rv lead was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.